Manufacturer narrative:
After battery installation, the unit powered up with a single vertical red line in the middle of the lcd screen. After further review, did not note any evidence of previous moisture presence or corrosion on the electronic boards, assemblies, or the motor itself. After placing a known good pcb2 onto pcb1 and then inserting both boards into another case, the display anomaly persists and seems to be isolated to pcb1. The unit passed displacement test. The unit was received with a crack in the battery tube that extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated in the display there was a red line like if it was broken. No harm requiring medical intervention was reported. The device will be returned for analysis.